Event description:
During the surgery the resident went to use the laparoscopic stapler to cut the appendix and the stapler misfired and a few staples worked and the rest did not. The doctor then had to staple higher on the appendix to remove the partially stapled section.